Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 6/3/2025 the patient was at work when the cgm device was displaying a sensor error ¿all day¿. At 11:15 am the patient had lunch and at about 03:00 pm the patient ate a lot of sugar ripe banana, 2 protein bars, and about 9 dextrose tablets. The patient did not take any fingersticks during that time, because they did not have their blood glucose meter with them. The patient went to the fitness center at 03:45 pm and drove home. The next memory the patient had is that he was in an ambulance. The patient was told he blacked out behind the wheel and hit 2 cars. When the patient regained consciousness, they were receiving treatment with intravenous glucose. No blood glucose reading was reported from the event. The patient would have been taken to the hospital, but it was unknown how much time they spent there. The patient stated that they had a chipped front tooth and scars (no further information regarding location). There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.